Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The product / explanted catheter was accidently discarded, and therefore would not be returned to the manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving 2000 mcg/ml lioresal at 1135 mcg/day via an implantable infusion pump for an unknown indication for use. The patient was having their dosage increased with no effect on their therapy. A dye study was attempted but the healthcare professional was unable to aspirate the catheter. The catheter was replaced and the issue was resolved. The patient's status was noted as "alive-no injury." No further complications were reported.